Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation. It was reported that during preparation of a clip delivery system (cds), the gripper lever was retracted; however, both gripper arms would not raise. Therefore, the cds was not used in the patient and the procedure was successfully completed with another cds. There were no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, returned device analysis revealed a broken gripper line. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported gripper actuation issue appears to be the cascading effect of the observed gripper line break. However, a cause for the reported gripper line break could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.d10: device available for evaluation. H2: device evaluation. H3: device evaluated/summary attached. H6: method code 4115 removed. H10: additional manufacturing narrative updated.